Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2023-16511. Related manufacturer reference number:2017865-2023-16513. It was reported that the patient presented to the electrophysiology laboratory for system extraction due to eroded device pocket. The pocket never fully healed since implant and the implantable cardioverter defibrillator device was exposed with evidence of infection. The implantable cardioverter defibrillator, right atrial lead, and the right ventricle lead were all explanted. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction:b5.

Event description:
Related manufacturer reference number:2017865-2023-16511 related manufacturer reference number: (B)(6) it was reported that the patient presented to the electrophysiology laboratory for system extraction due to eroded device pocket. The pocket never fully healed since implant and the implantable cardioverter defibrillator device was exposed with evidence of infection. The implantable cardioverter defibrillator, the right ventricle lead, and left ventricle lead were all explanted. Patient was stable before, during, and after the procedure.